Event description:
It was reported that a dull needle on a butterfly caused pain to the patient by multiple phlebotomists from one lab customer.

Manufacturer narrative:
Corrected data: section e3, 02/20/2020: updated initial reporter occupation to "non-medical professional" manuacturer/importer narrative: section h10; 02/20/2020: we are moving to close this complaint file based on the corrective action taken by the factory to improve the sharpness of the cannula. Samples of the improved product were sent to a large us customer for feedback. After a reasonable attempt to get documented feedback on the improved samples from this customer, we are accepting the improvements made by the factory based on the penetration force and competitive sample test data compiled to evaluate the change. Testing results of the improvements made show an improvement in performance and are comparable with the market leader. We consider this file closed.

Event description:
It was reported that a dull needle on a butterfly caused pain to the patient by multiple phlebotomists from one lab customer.